Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data will not be analyzed as signal loss for one hour or less is within specification. The complaint confirmation could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.